Event description:
It was reported that the patient presented with adult idiopathic thoracolumbar scoliosis measuring 65 degrees convex to the right/left. The patient underwent posterior fusion from t3 to l1 using facet and posterolateral fusion, and insertion of segmental spinal instrumentation from t4 to t12 for stabilization using rhbmp-2/acs, local bone, allograft, and rods. Fourteen months post-op unspecified implant became prominent and mildly symptomatic. No further details were provided. The patient also presented with moderate depression at fourteen months. The patient's last follow up exam was performed at 20 months.

Manufacturer narrative:
Concomitant medical products: cd horizon rods, rhbmp-2/acs, local bone, allograft bone chips (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. FDA osb was first notified of these events on the 24th of july 2013."